Manufacturer narrative:
B5: there was no patient involvement, and no patient harm/adverse event reported.

Event description:
There was no patient involvement, and no patient harm/adverse event reported.

Event description:
It was reported that the device exhibited a "cassette not attached properly" alarm. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter facility name: infusystem canada first biomedical inc. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/31/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. During visual evaluation the device was found in good condition. The customer reported issue of ¿alarm cassette not attached properly¿ could not be confirmed or replicated. All tests exceeded specifications. Log events was reviewed and there are no errors related to the customer complaint the software was updated. Probable cause was not found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.